Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. However, the cause was determined to be a loose connection based on reported information that a leak had appeared to originate from the connection to the solution bag. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell five of five of peritoneal dialysis therapy. The patient stated there was air in the heater line. The only bag that had solution was the heater bag. The patient found the connection point to a solution bag leaking. It is unknown how the patient finished therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.